Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The analysis showed that the conductor coil was found fractured in the distal end region, which is assumed to be the root cause of the reported clinical observations. The fracture most likely resulted from mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was implanted in csp position. After an implantation period of approx. Four months, a loss of capture was reported. The lead was explanted. Should additional information be received, this file will be updated.